Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: 1996-09-24. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronic low pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.